Event description:
During a phacoemulsification procedure, there was an aspiration surge which caused the capsule to rupture, resulting in the need for the physician to perform an unplanned vitrectomy. There was no report of add'l pt injury.